Event description:
The pt's family member called a lifescan (lfs) and alleged that their pt's meter would not power on when a test strip was inserted. The pt stopped testing on the lfs meter one month ago. A few days before contacting lfs the pt became hypoglycemic and they fell. Pt was taken to the hosp and admitted for 3 days. Pt was treated with glucose, vitamins, and an MRI and x-rays were performed. The blood glucose result in the hosp was not provided. The meter would power on when the power button was pressed or when inserting the test strip. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction (the issue was not resolved), however, there is no evidence of the meter contributing to a serious injury (the pt stopped using the meter one month prior to the injury). A replacement meter has been sent.